Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02662, 0001825034-2024-00886; 0001825034-2024-00887; 0001825034-2024-00888; and 0001825034-2024-00889. D10: compr vrs glen pps min tpr adr, cat: 110027734, lot : 66157394. Unknown screw qty 3. Unknown glenosphere. G2: foreign: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported patient was revised due to fracture of the glenoid and dislocation of the bearing and glenopshere approximately 5 months post implantation. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.

Event description:
Upon further review it has been determined that the device was previously investigated on medwatch#: 0001825034-2024-00929. This file will be considered not reportable.

Manufacturer narrative:
Upon further review it has been determined that the device was previously investigated on medwatch#: 0001825034-2024-00929. This file will be considered not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.